Event description:
It was reported that the patient had an infection in the bsso post-operatively and required additional intervention on the lower jaw.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported that the patient had an infection in the bsso post-operatively and required additional intervention on the lower jaw.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Investigation showed that the device met specifications and was made according to the surgeon's preferences. The exact root cause for the infection could not be established.

Event description:
It was reported that the patient had an infection in the bsso post-operatively and required additional intervention on the lower jaw.